Event description:
Baxter reported that a patient noted a large leak in the homechoice system setup, prior to connecting their transfer set to the patient line of the homechoice set. No patient injury or medical intervention was indicated by baxter.